Event description:
A healthcare professional reported, by medwatch form, that incorrect arcuate parameters were entered into the laser for treatment. Reporter informed that the physician determined this after seeing the pt back in the office, one week after surgery. Physician informed that a time out was done, at the time of incident, but the error was not caught at that time. Reported informed that this was an adverse event, but no details regarding any pt impact or injury was provided. Despite attempts to gain further information, no additional information was received from the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).